Event description:
It was reported that the patient states the inflatable penile prosthesis (ipp) device is not inflating, about five or six years after implant. The patient is scheduled for a revision.